Event description:
Same case as 2134265-2013-04189. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a severely calcified unspecified location. A 20mm x 2.50mm nc quantum apex balloon was used to treat the target lesion. Upon inflation, the balloon ruptured at unspecified atms and inflations. Then the physician advanced a 2.00mmx15mm emerge balloon catheter to the lesion and the balloon ruptured at unspecified atms and inflations. The procedure was completed with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).